Event description:
It was reported that the shaft of the t-handle broke off. There was a surgery delay greater than 30min. No patient injury reported.

Manufacturer narrative:
The reported magnum punch, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, shaft of the t-handle broke off. An exact root cause cannot be determined with confidence as product was not returned; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) normal wear and tear. Or (2) excessive force. The reported product is a reusable instrument therefore normal wear and tear can be expected and excessive force applied to the instrument can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.